Event description:
(B)(6) contacted united surgical regarding a pt who sustained an ulcer on the left foot resulting from wearing a USA air walker. (B)(6) , on (B)(6) 2012, spoke with (B)(6) regarding this complaint. He describes one of the rivets that attach the straps was protruding and caused the irritation. (B)(6) attempted to pad the area to prevent further irritation but this was not effective. He put (B)(6) into a different leg walker. The pt subsequently saw his physician for treatment. On (B)(6) 2012, (B)(6) reported that the pt's ulcer is "getting better." All of (B)(6) product is to be replaced with product that does not have the defect.